Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the mid-life display of replacement indicators product update classified as a product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri) due to extended charge time measurements. A device replacement procedure was to be scheduled. To date, no adverse patient effects were reported with this clinical observation.